Event description:
International affiliate reports breakage occurred in the distal tip of the instrument intra-operatively. No parts were left in the pt. However, the difficulty resulted in a delay of approx ninety minutes to the surgical procedures.

Manufacturer narrative:
No definitive conclusions can be made at this time. However, the damage is indicative of the application of atypical force upon the tap during usage, possibly due to contact with the pt's hard bone. At this time, the complaint is considered to be closed.